Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and it observed that the blue adapter was broken on the thread pitch area. The adapter also presented marks that could indicate instrument use. As per the instructions for use, it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. Additionally, the adapter was damaged after being in use for approximately two months. A possible root cause can be due to over tightening the adapter. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted on the (B)(6) 2015. The primary complaint is cracking and leakage from the ultem luer lock adapters. The catheter was pulled and replaced on the (B)(6) 2015. The patient was stable at discharge from the hospital on the (B)(6) 2015. There was no patient injury.